Event description:
It was reported that the patient was having radiation treatments for cancer and placed the device into MRI mode using the pc, due to staff recommendation. The patient underwent treatment and after received the message ¿unable to connect to generator please contact rep." The patient was not able to exit from MRI mode. The manufacture representativity performed troubleshooting but was unsuccessful. Next course of action is currently unknown, but surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received confirming an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and restored therapy.